Manufacturer narrative:
Lot number - either of the following finished good batches (27533350 or 27519127) device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft and a separation to the hypotube 42.7cm from the strain relief. Microscopic examination revealed no additional damages. Functional testing was performed by placing the device in the angiojet ultra console. The device did not prime and there was a check saline supply error. The device was also leaking from the separation. Inspection of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that pump assembly leak and error message occurred. The target lesion was located in the iliac vein at the left lower extremity. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the machine was turned on and running normally under power pulse but when switched to thrombectomy mode, the system prompted a malfunction code and a leak under the pump bin was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Lot number - either of the following finished good batches (27533350 or 27519127) device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft and a separation to the hypotube 42.7cm from the strain relief. Microscopic examination revealed no additional damages. Functional testing was performed by placing the device in the angiojet ultra console. The device did not prime and there was a check saline supply error. The device was also leaking from the separation. Inspection of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that pump assembly leak and error message occurred. The target lesion was located in the iliac vein at the left lower extremity. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the machine was turned on and running normally under power pulse but when switched to thrombectomy mode, the system prompted a malfunction code and a leak under the pump bin was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.